Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. While intra-op, a lead was implanted during a stage 2 implant. During intra-op testing, impedance testing was greater than 4000 ohms on all combinations except for 1. Amplitude was adjusted twice to 1.5v then 2.0v as well as a pulse width to 270 which still impeded out. The hcp decided to remove and replace the lead. The lead will be returned to be analyzed. No patient symptoms and no further complications have been reported as a result of this event.

Event description:
No new information was reported. Device received for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3889-28, lot # va1gdqt, showed conductor 0, 1, and 2 were broken 2.6 cm from the proximal end (in the body of the lead) within 10 cm of the area of the connector. The conductors were stretched and the conductor coils were crushed. The outer insulation was pinched and there was suspected body fluids observed in the lead. No shorts were seen between circuits and open circuits were seen on 0, 1, and 2. The continuity was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.